Manufacturer narrative:
This report is being supplemented to provide additional information, refer to b5.

Event description:
The device has been back in service for months.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to incorrect reprocessing of the scope. The following information is stated in the instructions for use (IFU): ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a bending problem due to reduced allegation. In addition to the findings reported the distal end was stained and shaved, the light guide lens was cracked, the bending section adhesive was detached, corrosion on the forceps elevator and the water tightness of the forceps elevator was lost. Due to the wear of the bending wire, the bending angle in the up direction does not meet specification, the deformation of the forceps elevator caused the fixing force of the guide wire to not meet specification and the wear of the forceps wire, caused the forceps raising angle to not meet specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the forceps elevator on the evis exera iii duodenovideoscope seemed to be defective and the unit needs to be serviced for an annual inspection. During the inspection and testing of the returned device, the distal end has foreign debris. There were no reports of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.